Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Devices were implanted, will not be returned and no pictures were taken. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 5/4/2023, it was reported by a sales representative via email that the repair stitch on (5) ar-3636 knotless 1.8 fibertak do not have purple markings on them. No further information was reported. Additional information received on 5/5/2023: on (B)(6) 2023, during a bankart procedure, it was discovered that (5) ar-3636 knotless 1.8 fibertak was missing the purple marking. These fibertak were used in the procedure without issues.